Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing and mode switch due to noise were noted on the atrial lead. Technical support was contacted and device reprogramming is anticipated. The patient was stable.